Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to bleeding (post procedural and post treatment) and death.

Event description:
The following information was reported to gore: on (B)(6) 2014 patient had tevar with gore device for a descending thoracic aorta aneurysm. On (B)(6) 2016 patient had rupture of aaa and thoracic aneurysm. The clinical study site later changed this to thoracic rupture and removed reference to aaa. On (B)(6) 2016 a reintervention was performed for the rupture, termed endovascular graft repair. The clinical study site updated the adverse event alert stating the patient developed a hemothorax post endovascular graft. A chest tube was placed. On (B)(6) 2016 the patient went into hemorrhagic shock due to profuse bleeding from the chest tube. Multiple attempts to stop the bleeding were unsuccessful. On (B)(6) 2016 the patient died.

Event description:
On (B)(6) 2014, a patient underwent treatment of a descending thoracic aorta aneurysm with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016 the patient had rupture of the thoracic aneurysm. On (B)(6) 2016, a reintervention was performed, whereby a tgu404020 device (lot number unknown) was implanted to treat the rupture, at an outside facility. The patient developed a hemothorax post-procedure. A chest tube was placed in the patient. On (B)(6) 2016 the patient went into hemorrhagic shock due to profuse bleeding from the chest tube. Multiple attempts to stop the bleeding were unsuccessful. On (B)(6) 2016 the patient died.